Event description:
It was reported that floating particles were observed in a small volume intermate after filling it with unfiltered sodium chloride before patient use. The customer also stated that they have filtered drug solution with particulate filters and visually examined carefully before filling the intermate. There is no report of patient involvement. No additional information is available. This is report 5 of 20.

Manufacturer narrative:
(B)(4). A batch review will be performed. The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.